Event description:
It was reported that during a generator change procedure, this right ventricular (RV) lead was surgically abandoned due to an unknown product performance anomaly. A new lead was implanted successfully. No additional adverse patient effects were reported. No additional information received at this time.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable US product data has been included in this report.The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.